Event description:
A nursing home caregiver reported a low reading with the adc device. The caregiver reported unspecified low sensor readings, with the customer experiencing cold sweats, pale complexion, speech issues, and eventual loss of consciousness. A healthcare provider was called and customer treated with 16g of 40% glucose for diagnosis of hypoglycemia. As the caregiver did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nursing home caregiver reported a low reading with the adc device. The caregiver reported unspecified low sensor readings, with the customer experiencing cold sweats, pale complexion, speech issues, and eventual loss of consciousness. A healthcare provider was called and customer treated with 16g of 40% glucose for diagnosis of hypoglycemia. As the caregiver did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following sections have been updated as the device evaluation was mistakenly left out of initial report: h2 - if follow up, what type? H3 - device evaluated by manufacturer? H6 - adverse event problem h10 - addtl mfg narrative